Manufacturer narrative:
Analysis of the software 9735585 stealthstation cranial (unknown serial/lot #) found that per cc-1082782, the cs confirmed the patient was taped. Product event summary #s7 unable to register. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that the site was unable to get the patient registered. They had tried tracer numerous times. The patient was prone, but they were still able to get the majority of the points on the face. After they finished, all of the points on the face would sink into the skin and the points on the back of the head would turn all yellow and red. They aborted navigation. No impact to patient and less than an hour delay reported.